Event description:
Bd maxzero extension mz9270 was attached to a broviac on a nicu patient. The nurse noticed blood on the bed. The maxzero extension mz9270 tubing was cracked below the filter and blood was leaking out. The maxzero extension mz9270 tubing was swapped out. No untoward patient effects.